Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the physician stated that the screw fell out of the device and they could not locate it on the sterile field anywhere. The device was never implanted. No patient complications have been reported as a result of this event.